Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the system was in clinical use and the procedure was completed by using the wired footswitch when the issue was identified. A philips remote service engineer (rse) analyzed the system and could not identify the reported issue. Per the information collected, the wireless footswitch did not connect to its base station. The connection was re-established and the connection failure in the wireless footswitch has been resolved with a software update. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome. Evaluation method code were corrected.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Event description:
It has been reported to philips that the azurion's wireless footswitch was failing. No harm to user or patient was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.